Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced the fastener unexpectedly disengaging. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 1 malfunction events, where it was reported the device experienced the fastener unexpectedly disengaging. There was no patient involvement.

Manufacturer narrative:
Upon inspection of the final device it was determined the device was not experiencing any reportable issues.